Event description:
It was reported via repair work order that the latching weldment has a broken weld preventing the side rail from latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.